Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had poor communication and was having trouble monitoring the stimulator. The patient stated that she was not able to see the screen and was getting poor communication. The patient mentioned that she was emptying her bladder more frequently and at night she was getting up 3-4 times a night. The patient also stated that she started to have accidents last week and was getting up 4 or more times a night. The patient noted that she called the doctor's nurse yesterday. Trouble shooting attempts were made and the patient confirmed the antenna was secure and synced with the ins, but that did not resolve the issue. The patient also placed the patient programmer (pp) directly over the ins and synced with the ins, but that did not resolve the issue. During troubleshooting, the patient got the pp dead battery screen but the patient didn't have any extra batteries. The patient later reported that they had gotten new batteries for the pp and confirmed stimulation was on and the patient was able to increase stimulation. The patient reported that she was feeling stimulation in her buttock and not her vagina. The patient was redirected to her health care professional. On 2018-04-23 additional information was received throught a response from a patient letter that was sent to patient. Patient stated that they went to their doctor and they changed the program from2 to 3 and their condition improved and that they were also increasing their stimulation into a comfortable level. On (B)(6) 2018, patient reported that they have been having problem since the beginning and that they a pushing really hard to get stool out. Patient also reported that they immediately stopped feeling stimulation and that sometimes they feel pains and it makes them anxious. Patient also reported that they had two falls in (B)(6) and hurts they buttock and in (B)(6) they experienced more leakage and accidents and in (B)(6) they realized that the stimulator was off. Poor communication was also reported during the call but it was resolved by repositioning the antenna. During the call patient increased stimulation from 1.60 to 2.35 and confirmed that they felt stimulation in the buttock